Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have sensor and transmitter problems. Customer's blood glucose was 468 mg/dl. After troubleshooting, customer was advised the device will be replaced to see if that would resolve the continued lost sensor and weak signal alarms. Customer agreed to return the device for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, and a cracked belt clip slot at the battery tube threads area.